Event description:
It was reported that during the use of the product, medical fluid leaked from the flat filter. No patient injury was reported.

Manufacturer narrative:
Summary of investigation: actual device was available for investigation. One used mp960 epidural flat filter and a syringe (not part of reported epidural minipack) were received in plastic bag without its original packaging (see photo of samples). Under visual inspection we noticed that epidural flat filter has app. 4mm long crack on its cover (see photo of defect). Then filter was flushed by syringe filled with water and leak was immediately observed from cracked area (see photo of testing). Without any lot number provided by customer we are unable to confirm if reported flat filter was manufactured prior or after implementation of corrective actions. As no lot number was provided, no DHR was possible.